Manufacturer narrative:
A partial lead middle portion was returned in one piece without identified device or use problem. A malfunction based on analysis was found. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at 13.6 cm to 13.8 cm and at 15.5 cm to 16.2 cm from the distal cut end, consistent with friction to another device. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.